Event description:
Subtotal gastrectomy using endogia stapler fired across the duodenum and the stomach. Noted the staple line fell apart and was not formed causing the need to reconstruct and re-staple the site.